Manufacturer narrative:
Concomitant medical products: product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported via company representative (rep) on 2016-03-03 stating that there was a lead issue, noting migration or dislodgement. The patient had been in a motor vehicle accident in (B)(6) 2015, and since then had experienced a change in therapy. A revision of the system had been scheduled and was going to occur on the date of report. The indications for use were spinal pain and cervical radiculopathy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.